Event description:
It was reported that during an unspecified procedure in an unknown vessel, the coating of the guide wire tip was "peeled off." No pt injuries or complications were reported. Pt status is listed as "good." Add'l info regarding this event has been requested, but has not been received.